Event description:
It was reported that the patient presented in the clinic for a routine follow up and the pulse generator could not be interrogated. The device was explanted and replaced on (B)(6)2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.